Event description:
The reporter stated the tubing burst during contrast study. The volume of contrast was 50ml being delivered at 15ml/sec. The tube burst at the third injection. There was no patient injury or treatment reported with this event.

Manufacturer narrative:
The sample has been received from the customer; however, smiths has not yet completed its investigation. A follow up MDR will be submitted when the investigation has been completed.